Event description:
Diabetes educator reported that the customer was hospitalized for high blood glucose. Troubleshooting was not performed due to pump has frozen screen and no response from any button.